Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head came off, it seems an internal pin has snapped [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown came off, and it seemed that an internal pin had snapped. The consumer had the toothbrush for about 2 years. No symptoms developed.